Event description:
It was reported that the customer experienced low blood glucose levels and that the sensor glucose readings were inaccurate. The blood glucose reading was 46 mg/dl, compared with the sensor glucose reading of 99 mg/dl. The customer treated with food. She also reported that she had lots of blood at the insertion site when she had inserted the sensor the night before. Troubleshooting was not completed due to the blood at connector site. She was advised to replace the sensor, as blood on the connector could possibly damage the transmitter pins. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.